Manufacturer narrative:
Product passed functional tests per process summary (B)(4) before and after 6 hour burn-in. No faults or errors occurred during testing. All power and impedance readings were well within specs. No problem found. (B)(4)

Event description:
Patient got burned with the ground pad. Or staff states that when the pad was pulled up the area that appears to be a burn is around the corner of where the pad was placed. Pad placed on the abdomen, patient was in the operative positon when pad was placed. Staff was aware that the thigh was the best place for placement but since female patient was large there wasn't a good place in the staff's mind to place pad on patient because of her size.